Event description:
Boston scientific received information that the right atrial (ra) lead displayed low pacing impedance measurements of 130 ohms, with loss of capture (loc) and oversensing. Insulation damage was suspected. A revision procedure was performed and insulation failure was not observed. The ra lead was ultimately surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.